Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting down. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the customer continued to use the pump for insulin therapy.